Event description:
Brain bleed encephalomalacia; I went to the hospital and there was sent to the ICU and implanted with a device that they did not acquire my consent beforehand. I had no idea that anything was in my back or my neck until last year around august whenever my doctor sent me to get x-rays and on the x-ray you can see a wire in my ribs like tied down in between my ribs and spine and on the CT scan from the neck you can see what looks to me like a wire. The FDA allows blinded studies; this is absurd and against every ethic and human right there is. What an immoral and demeaning thing to allow to happen to people. This is sick, people have to know about this. I am appalled. What are they thinking? How would they like it is, this were done to them? Using someone as a guinea pig is sick. I believe it's number 3. Deep brain stimulator for obsessive compulsive disorder ocd. After procedure began having blackouts for hours, always fatigue, constantly dizzy, can't converse or think. FDA safety report ID# (B)(4).

Event description:
Add'l info received from reporter on 03/09/2021 for report mw5099866. I was in the ICU admitted on the (B)(6) 2013, after three days of being fed with fentanyl and several other different types of medication to help nausea during surgery to not remember the procedure, and other pain medicines as well on the (B)(6) was the day that they were supposedly doing an angiogram which I was a week for but on the reports it says that I was moderately sedated which does not make sense because, if that were the case they would've done two procedures. One where I was sleep and one where I was awake. I was sent home in about eight months after the visit to the ICU. I begin having blackouts that last for hours on end, I've had several and still have them. I am always fatigue, I am in severe pain constantly in my neck and lower back, and my lower back is bruised from the bottom of my ribs down to my butt - crack. I have to go and get several imaging, and you can see there is a device with broken leads in my neck twisted around, and the device is actually down in my abdomen. I have read a report that states that I have encephalomalacia which is caused by a bleed in the brain, and I have never once heard anyone say anything to me about my brain bleeding nor have they attempted to repair the problem. I have no idea what's going on until I read the reports and look at the images myself because I am constantly being lied to, I was lied to by the hospital. They made false statements stating that the report says everything was removed, intact, and the report does not say that and the doctor is avoiding my calls and not wanting to schedule a face-to-face appointment although I've already got a referral to see him. He hung up the phone in my face a couple of weeks ago and tried to make it seem like I am crazy calling his office several times. I called his office a few times to try and schedule an appointment and never received a phone call back, so I left a message for him which he finally called me back and then he tried to say that I was supposed to just talk to security which doesn't make sense to me; security is not the one who did the angiogram. Banner says that this wasn't there at the time of the angiogram and I've only had one other procedure since then which was an ectopic pregnancy laparoscopic last year, I want this thing out of my body and I want it out now. This is the most inhumane immoral and cold blooded thing a person claiming to be someone who is trustworthy could ever do to anyone. For the past seven years he has been watching me sit here and go back-and-forth trying to figure out why am having blackouts, and has not had the nerve to say a word about what he has done. He knows what he did, he has an endorsement with medtronic, the device looks exactly like a medtronic device. I am aware that several devices appear to be alike in a lot of ways, but the similarities are describable and noticeable therefore this is how I came to the conclusion; it is a medtronic device. One, until 8 months after the ICU visit - after then, seizures, not able to have an organism anymore. I am absolutely disgusted. FDA safety report ID# (B)(4).